Manufacturer narrative:
(B)(4). The 3.0 x 23 mm rx xience v stent referenced in is being filed under a separate manufacturer report number. There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the proximal-mid left anterior descending artery, pre-dilatation was performed at 10 atmospheres. A 2.5x28 rx xience v stent was deployed at the mid segment of the vessel and a 3.0x23 rx xience v stent was deployed at the proximal segment of the vessel at 12 atmospheres. Post-dilatation was performed using a 3.0x9 non-abbott balloon at 16 atmospheres. During post-dilatation, stent strut fracture and plaque prolapse (plaque shift) of the 3.0x23 stent was observed. Thrombus aspiration of both stents was performed and a 2.75x18 xience v stent was deployed restoring timi iii blood flow. There was no clinically significant delay in the procedure. The patient is reportedly doing fine and there was no adverse patient sequela. No additional information was provided.